Manufacturer narrative:
Evaluation summary: customer report of regurgitation and poor coaptation of the leaflets could not be confirmed through visual observations. X-ray demonstrated wireform intact. Leaflets 2 and 3 were observed to be folded near the free margin. Suture holes were visible around the sewing ring, and one suture remained attached near leaflet 3. The reported event was not confirmed through preliminary evaluation of the explanted valve. The device has been sent for further testing and analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Event description:
It was reported that this patient with a 29mm pericardial mitral valve was explanted after an unknown implant duration due to poor coaptation of the leaflets leading to moderate regurgitation. The explanted valve was replaced with another edwards surgical valve of unknown size. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Through further investigation, intraoperatively, the annulus was sized to a 29mm magna mitral ease valve. Seventeen pledgeted sutures were placed circumferentially around the mitral annulus and sutures were passed through the sewing cuff of the valve. Sutures were tied down using the cor-knot device. The patient was weaned from cardiopulmonary bypass (cpb). It was observed that there was moderate to severe central mitral regurgitation through the valve, although leaflets appeared to be moving appropriately. The surgeon felt that the amount of regurgitation was unacceptable; therefore, the patient was returned to cpb. The surgeon examined the prosthesis mitral valve and the tips up to the leaflets appeared to be dysfunctional. There was no evidence of suture tethering. The valve was explanted and another 29mm magna mitral ease valve was implanted in replacement. The replaced valve was examined and it demonstrated mild central regurgitation. There was some moderate to severe rv dysfunction and severe lv dysfunction. Infusions of epinephrince, milrinone, norepinephrine, vasopressin, dopamine, and inhalational nitric oxide were instituted. Since, the patient was unable to wean from cpb and unable maintain appropriate hemodynamics, ECMO was instituted. The patient's hemodynamics were noted to be acceptable and was transferred to the ICU. On pod #1, ECMO was discontinued. Post operative echo demonstrated no evidence of mitral regurgitation and mean gradient of 3 mmhg. The patient was discharged home with home health on pod #16 in good condition.

Manufacturer narrative:
Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low and/or prior to protamine administration and is usually tolerated by patients. Central regurgitant jets observed in studies conducted on the perimount pericardial valve in the immediate post-implant setting have been evaluated to be trivial in magnitude, size, and velocity. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, a definitive root cause for the reported regurgitation and poor coaptation of the leaflets could not be conclusively determined. The root cause(s) for the observed leaflet tissue damages (creases/folding) could not be determined at this time. These abnormities observed on the leaflets most likely resulted from the valve implant/explant, possibly due contact with chordae, and would not have passed edwards manufacturing standards. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.